Event description:
It was reported that during a customs clearance check by the tunisian ministry of health laboratory, the 2.75mm x 6mm flextome cutting balloon was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a customs clearance check by the (B)(6) laboratory, the 2.75mm x 6mm flextome cutting balloon was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a fiber inside the sealed pouch close to the vendors seal. The location of the fiber had been marked on the outside of the pouch. The area of the fiber was within the limit of the specification. Microscopic examination of the fiber revealed one additional fiber. When the pouch was viewed under ambient light with no magnification, this fiber was not visible and therefore it meets the specification. Fourier transform infra red (ft-ir) spectroscopic analysis determined that the fibers were consistent with the structure of cotton. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue because the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).